Manufacturer narrative:
Investigation: product was not provided. Therefore no investigation possible. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. The review of risk assessment revealed that the overall risk level (4(5)severity x 1(5)probability of occurrence) according to din en iso 14971 is still acceptable. Explanation and rationale: without the product, an exact cause cannot be determined at this moment. Due to the constant monitoring of the compliance with our quality standards, as matters stand, a production or material defect can most likely be excluded. Therefore, the root cause of the error is most probably usage related. To avoid damages to the product, the instructions for use (IFU) must be observed: risk of injury and/or malfunction - always carry out a function check prior to using the product. Replace sealing element if necessary. To prevent damage to the sealing element, apply appropriate care whn inserting any instruments. If possible, insert instruments in their closed position, straight and central through the sealing element. Malfunction due to incompatible instruments. Check for mutual compatibility of the trocar system and instruments; to do this, carefully insert the instrument into the trocar and check for patency conclusion and root cause: due to the current deviation, and according to explanation above, the root cause of the problem is most probably usage-related. Corrective action: a CAPA is not necessary.

Event description:
It was reported to aesculap ag that a disp.univ-sealing unit f/10/12mm trocars (part # ek002su) was performed on an unknown date. According to the complainant, the valve came apart into several pieces and one of the pieces detached into the patient. The complaint device was not returned to the manufacturer for evaluation. An additional medical intervention was required. Additional patient information is not available. The malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Additional information: d9: product receipt date. Investigation results: vigilance investigator carried out the pictorial documentation visually and microscopically. The seal unit was disassembled for examination. The inner gasket was found in a torn-out condition but did not show any damage. The first part of the gasket was found deformed and transverse in the housing. The fins were forcibly pushed inward. The third component shows no damage. All parts were wetted with lubricant. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. The review of risk assessment revealed that the overall risk level (severity 215) x probability of occurrence 4(5) according to din en iso 14971 is still acceptable. Explanation and rationale: it can be assumed that incompatible instruments were used and therefore a jamming occurred. When force was then applied to move them outward or inward, these defects occurred. To avoid damage to the product, the instructions for use (IFU) must be observed. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.